Manufacturer narrative:
Follow up #2 date of submission 08/03/2016: correction: the pump was able to power on normally during testing.

Manufacturer narrative:
Follow-up #1 date of submission 08/03/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/07/2016 with the following findings: a review of the black box data showed multiple unexplained reboots. A visual inspection of the pump no damage to the battery compartment or returned battery cap. The battery cap contact dimensions measured within specifications. The pump was unable to power on during testing. The pump was exercised for 24 hours with no power issues. The pump cover was opened and no internal defect was found. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.